Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. The access vessels were pre-dilated with balloon due to high calcification. Some difficulties were noted when inserting the esheath+ into the patient and also with the commander delivery system through the esheath. It was not possible to advance the delivery system and the valve got stuck in the non-expandable part. After several attempts of advancing, it was not possible to moving forward and it was decided to remove all the devices. The patient did not experience any injury, a new esheath and system was used and the procedure was successful. The patient was noted to be stable. As per medical opinion, the perceived root cause was a possible problem with the introducer, but probably accentuated by the calcified femoral artery. As per the preliminary evaluation of the returned devices, the sheath was punctured and the valve had one strut bent.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined for any abnormalities, and the following was observed: valve removed from sheath by engineering, and one (1) strut observed bent outwards at inflow side. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of frame damage was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity, undersized vessels) and procedural factors (steep insertion angle, device manipulation) likely contributed to the event, as provided information indicated that the esheath was inserted in a steep angle and resistance was encountered while advancing the commander with crimped valve through the sheath. Additionally, 3mesio imagery review showed presence of calcification, tortuosity, undersized vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In addition, steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. It is likely that additional device manipulation or high push force was used to overcome the encountered resistance which then may led to the valve struts interacting with the sheath shaft and/or liner resulting in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.